Event description:
It was reported that this brady lead was not successfully implanted due to helix cause and fracture. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to helix cause and fracture. A new lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The analysis observation of tissue entwined in the helix tip was a susceptibility of helix fixation tips of both active and passive to snagging tissue is a known risk. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.